Event description:
It was reported that this patient presented to the emergency room indicating that they had received shocks from their implantable cardioverter defibrillator (ICD) device. The healthcare provider (hcp) stated that the patient was having some chest pain, but no other symptoms were reported. Boston scientific technical services (ts) reviewed device data. Ts indicated that the device detected a ventricular tachycardia (vt) rhythm and provided anti-tachycardia pacing (atp) therapy, which initially converted the arrhythmia, but the vt rhythm would recur. Eventually, device shocks were delivered but the rhythm would recur again, and device therapy was exhausted. The vt rhythm was successfully converted with atp therapy in the last stored episode. The presenting electrogram showed atrial and ventricular pacing therapy. Ts advised the hcp to have the patient seen by an electrophysiologist. The device remains in-service. No additional adverse patient effects were reported.